Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a charging frequency issue with an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg). The patient had to charge the implant every day, and despite charging it to 100% the previous day, the battery was already depleted by the next day. The agent reviewed the recharging expectations for the implantable neurostimulator and redirected the patient to their healthcare provider for further assistance.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.